Event description:
On (B)(6) 2016, a trifecta valve (model and serial number unknown) was implanted. On (B)(6) 2019, trifecta valve failure was noted due to premature sever aortic insufficiency. The report indicated that the event outcome was life threatening. There was no information on the treatment of the patient and device status. This event was reported to FDA's medwatch program on (B)(6) 2019 under mw5091358 by the physician.

Manufacturer narrative:
As reported through medwatch, a life-threatening trifecta valve failure occurred due to premature aortic insufficiency.. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.